Manufacturer narrative:
The operator¿s manual states: ¿a vacuum tone is provided. The pitch will vary relative to the amount of vacuum. A high vacuum can indicate that little to no flow is occurring. This tone can be reduced in volume but not turned off. The use of the handpiece in the absence of irrigation flow or loss of irrigation flow can cause excessive heating an potential thermal injury. Do not exceed maximum capacity of 500ml. Excessive pressure in drain bag can result.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported there was low vacuum during the cortex step of two surgical procedures. The cassettes and handpieces were replaced with no improvement. Cases were completed with no patient harm reported. Additional information has been requested.